Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-35257. It was reported that there were episodes of noise and oversensing that resulted in inappropriate therapy. No intervention has been performed and the patient was stable. Further information was requested but not received.